Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d8, h6 (type of investigation, investigation findings, component codes, investigation conclusions) the fse asked for the customers approval to replace the faulty drive manifold. At this time the customer has not yet accepted a purchase order to repair the unit. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Event description:
It was reported by getinge fse during inspection that the cardiosave intra-aortic balloon pump (iabp) unit failed the drive manifold test. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name (B)(6). A supplemental report will be submitted upon completion of our investigation